Manufacturer narrative:
Other, other text: , corrected data: updated: common device name.

Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a, cadd medication cassette, separated from the pump upon opening the pouch. The pump was alarming no disposable, clamp tubing. It was reported that troubleshooting was unsuccessful as the cassette came apart as soon as it was locked in place, according to the reporter the screw pops off and the cassette falls off. Per reporter residual volume was: 56, rate 2 and 36.05 was given. No adverse patient effects were reported. No additional information is available at this time.